Event description:
It was reported that this was a venous closure of a vein using a prostyle device after an ablation procedure. Reportedly, the suture achieved hemostasis. Two weeks later, the patient had swelling of the foot. After an echo and computed tomography scan, the vessel was noted to have a partial obstruction of flow due to thrombosis. An endovascular treatment of the vessel was performed with a 6mm balloon dilating the vessel. Swelling was resolved and vessel flow was improved. The patient was being monitored. Subsequent to the previously filed report, the following information was received: it was reported that this was a venous closure of the right common femoral vein using a prostyle device after an ablation procedure with an 8.5f sheath. Reportedly, the prostyle achieved hemostasis. Eleven days later on (B)(6) 2023), the patient returned reporting swelling of the foot. After an echo and computed tomography scan, the vessel was noted to have a partial obstruction of flow/thrombosis due to a backwall stitch of the prostyle suture. An endovascular treatment of the vein was performed on (B)(6) 2023 with a 6mm balloon dilating the vessel. Swelling was resolved and vein flow was improved. The patient recovered and was discharged on (B)(6) 2023. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of occlusion is listed in the perclose prostyle instructions for use (IFU) as a foreseeable adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported back wall stitch and swelling; however, the treatment appears to be related to circumstances of the procedure. The patient effect of occlusion is a known adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect clinical code 2422 added health effect impact code 4641 added. Medical device problem code 2616 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of a vein using a prostyle device after an ablation procedure. Reportedly, the suture achieved hemostasis. Two weeks later, the patient had swelling of the foot. After an echo and computed tomography scan, the vessel was noted to have a partial obstruction of flow due to thrombosis. An endovascular treatment of the vessel was performed with a 6mm balloon dilating the vessel. Swelling was resolved and vessel flow was improved. The patient was being monitored. No additional information was provided.